Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was not returned for evaluation but the logs were provided for review. Log review shows on (B)(6) 2025 a continuing infusion of 144.75ml and drug library dexmed4 and at 2:29am a bd 50ml syringe selection and infusion start of 4.35ml/hr (1.5mcg/kg/hr) and 50ml. At 7:22am with a volume infused to 166.03ml infusion was stopped. At 10:26am an infusion start and at 11:28am with a volume infused to 170.53ml infusion was stopped. At 11:33am an infusion start and at 2:38pm with a volume infused to 183.9ml new dose rate was set to 1mcg/kg/hr (2.9ml/hr) and at 2:47pm with volume infused to 184.34ml infusion was stopped. At 2:59pm an infusion start and at 4:05pm with a volume infused to 187.54ml infusion was stopped with no further infusions taking place and no pressure alarms occurring during these infusions. The defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by the user facility: potential contribution of pump to the IV infiltration and subsequent compartment syndrome that resulted in patient needing a fasciotomy. More information to come pending customer sending answers to additional questions. Major concern is not receiving a downstream occlusion alarm but customer recognized pump is measuring pressure in line down through IV not in surrounding area.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.